Event description:
It was reported that a patient underwent a gynecological procedure. During the procedure, the motor coupler appeared to be damaging the isposable. The cable was getting frayed during activation. It was reported that a problem with the cpc connector was suspected. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a misalignment between the cpc connector and flex coupler.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.